Manufacturer narrative:
Image review: due to poor image quality is was not possible to determine the diameter of the stent. No abnormalities appear to be evident to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Slight misalignment was evident to proximal struts, however this was within specification. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Additional information: the device was inspected before the resolute onyx was implanted. It was also reported that the diameter of the stent was approximately measured. Attempts were not made to inflate the resolute onyx in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was intended to be used. There was no damage noted to the packaging or any issues noted when removing the device from the hoop. The device was inspected with issues noted. The lesion was pre-dilated. It was reported that the diameter was noted to be larger than usual and that the stent failed to cross. The patient was reported to be alive with no injury. The device was replaced with a shorter length resolute onyx.